Event description:
It was reported that during a procedure, an intellanav oi catheter was selected for use. The mode was set to power control with a power setting of 25 w, a maximum temperature of 30c, and a time limit of 60 seconds. It was observed that after a few successful ablations, the error "excessive heating" occurred on the maestro system. Upon investigation, it was determined that the adapter on the flushing port was missing, making flushing no longer possible. The procedure was completed using a different device of the same model. There were no patient complications. The device was returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported observations of message - d05 excessive temperature, tubing set damaged and difficult to irrigate were confirmed through investigational analysis. Device technical analysis: the intellanav oi catheter was visually inspected for any damage that would have led to the allegation seen in the field. Analysis of returned product revealed that the device has the tubing completely detached, consequently confirming the reported complaints, and also has the shaft cut. Device history record (DHR) review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the intella nav oi device confirmed that the event of message - d05 excessive temperature, catheter shaft detached, tubing set damaged, difficult to irrigate are a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific's investigation findings identified the irrigation extension tubing was found completely detached/separated from the luer fitting at the adhesive joint which confirms the reported complaint. According to the evidence the most probable cause of "cause traced to device design" will be assigned to this complaint since the problem found was traced to the design specification.